Manufacturer narrative:
The biomedical engineer (bmed) tested the mp5 and found all alarms working as expected at the bedside monitor and piic ix. The (bmed) also confirmed the both mp5 and piic ix alarmed at the time of the event. A philips software test engineer (ste) and remote service engineer (rse) reviewed the piic logs with the (bmed) to evaluate the device in question. In the audit log, they found that the alarms were being activated and addressed at 3 different piic ix on the unit during the time frame the nurse claimed the alarms were not being heard at central station. The (ste) and (rse) went over all the alarm settings with the (bmed) and he agreed that the alarms were working as expected during the time of the alleged malfunction. The biomed did not claim any malfunction nor did they take any equipment out of service. The (bmed) requested the (rse) dispatch and (fse) onsite to further explain to his staff the unit worked as expected. The (rse) dispatched an field service engineer (fse) onsite to collect the logs for philips review. A clinical harm review was performed as there was a report of patient harm. Based on this information, the patient went into cardiac arrest subsequently passed away. The users alleged alarms did not occur at the central station; however, upon review of the clinical audit logs by the engineer, it was noted there were alarms continuously on three different central stations. The fse will obtain the audit lot which will be reviewed with hospital leadership due to the alarms sounding on three different pic ix stations. At this time, the device appears to be functioning as intended and did not cause or contribute to the reported event he cause of the malfunction was deemed to be user error. It was later identified some speakers were unplugged on some centrals in the area. The speakers were reconnected and security screws were looked at as a solution to prevent the staff from unplugging them. Some possible prevent measures were being discussed, such as; hiring dedicated monitor techs and relocating central monitoring station. No further investigation or action is warranted at this time.

Event description:
Philips received a complaint on the intellivue mp5 sn (B)(4) indicating biomed reported the wired mp5 with equipment label mp5-1 was connected to patient in room 18 and staff did not hear alarms at the piic with hostname edsurv1. The device was in use monitoring a patient at the time of the event. The patient was found in cardiac arrest by nurse (B)(6) 2023, 13:12. CPR was performed for 45 minutes. According to the nurse in charge, the history of the patient was reviewed on the monitor and it showed the patient admitted on 13:08 on (B)(6) 2023 and the alarms were on at the piic.